Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that both leads had migrated. The patient underwent lead revision procedure. The surgery went well and the patient is very happy with the outcome. No further information has been obtained despite good faith efforts.